Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high, out of range hv lead impedance was observed. During the procedure, no anomalies were seen on the rv lead. Decision was made to explant both device and lead. Patient was fine with no complications.